Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient was without a device until they had a new implant put in on (B)(6) 2021. They stated they found a "severe staff infection" the next day, and the device was explanted on (B)(6) 2021. They returned the equipment, however, the manufacturer representative's (rep's) card with their contact info was left in the box. The patient stated they would like to get in touch with their rep. An email was sent to the field asking if they could contact the patient, as they wanted to discuss next options. The rep noted they would follow up with the patient. There were no device issues nor further patient complications reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They called back and repeated the same information reported. They did also mentioned after having the first implant done and removed due to MRI compatibility, they had a 2nd device put in on sept 1st. They stated they did this in two installments and the second installment was on sept 15th. They stated at that time the doctor felt it didn't work so they believe they took it out until the device that was put in on (B)(6) 2021. They stated they don't believe this was a trial but was a permanent implant. They stated at this point they would like to speak to their rep michael again as their doctor is reluctant to do another surgery on them. They would like to see if there is anyone else that could assist at stanford. Patient services is sending out email request to field. Information was received on 2022-03-04, the patient called back stating that the rep will be contacting them next wednesday when they are back.